Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No sheath damage was noted. However, resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information received indicates the needle was pre-shaped prior to use. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported event of ¿upon removal of the sheath a burr was noted.¿ is consistent with not following the instructions for use.

Event description:
This report is to advise of skiving was noted during analysis.